Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. Analysis of the returned lead portion revealed insulation abrasions s due to cyclic movements over time. The insulation damage was accelerated due to the positioning of the lead around the suture sleeve and in the vascular system. The returned lead portion was found to exhibit normal electrical characteristics.